Event description:
It was reported that the pump battery was intermittently depleting quickly. Additionally, it was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.